Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level is 432 mg/dl. He also had low blood glucose level but low blood glucose level number was not provided. Customer current blood glucose level is 432 mg/dl. Customer is not having any symptoms from high blood glucose level. Customer declined troubleshooting from high blood glucose level. Customer will be following with his healthcare provider about his high blood glucose level. Customer cannot calibrate because of high blood glucose level. Customer have changed the set twice. Customer blood glucose level since 3:30 pm is over 400 mg/dl. The product was not returned for analysis.